Manufacturer narrative:
Pending analysis and report after device is received.

Event description:
Patient was diagnosed with severe calcified lesion in the left carotid and the physician was unable to pass the lesion with his sheath to treat a more distal stroke. Aspiration with a zoom catheter was tried first. When aspiration failed, the decision was made to cross the lesion with a velocity microcatheter and tigertriever 21. Tiger was successfully expanded. When it was time to pull the device out, the physician experienced resistance and fully collapsed the device. There was still resistance in the system and the device broke off at the proximal connection between the hypotube shaft and the mesh. The physician was able to aspirate the stent into the sheath using a 60cc syringe and no harm was done to the patient and no part of the stent was left in the patient.